Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported tubing came apart during infusion. The pump was powered down and line clamped. Medication being infused was unknown. No patient injury reported.